Manufacturer narrative:
Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr replaced the gas delivery engine (gde) and performed the operational verification procedure (ovp). The unit meets factory specifications.

Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported when the avea ventilator is turned on, the exhaled high peak pressure (exh hi ppeak) alarm was displaying and the device stopped ventilating. The customer reported no patient involvement or allegation of patient harm.